Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve procedure with a 29mm sapien 3 ultra resilia valve the tip of the 16f esheath plus appeared ''ripped'' circumferentially upon removal. The tip was still attached but just barely. There was no resistance nor any withdrawal difficulty noted. There was no injury to the patient related to the damage to the sheath tip.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned for evaluation.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated b.4 and g.3. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints. During manufacturing of the esheath plus introducer sheath, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Post-procedural imagery was received of the device. The distal tip of the sheath was torn radially along the distal edge of the liner and axially. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same. In this case, there was no patient harm as the distal tip tear was observed after removal from the patient. A corrective action preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. Complaint trending will continue to be monitored on monthly basis. The torn distal tip of the sheath was confirmed per evaluation of the returned imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the description, ''during a transfemoral transcatheter aortic valve procedure with a 29mm sapien 3 ultra resilia valve the tip of the 16f esheath plus appeared ripped upon removal''. Per evaluation of the post procedural imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in the pre-existing pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time.